Event description:
It was reported that during a stent placement procedure into the subclavian vein, the device allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation, and it was confirmed that the covered stent could not be deployed. A force transmitting catheter segment inside the handle - the proximal catheter - was found to be broken, which caused impossibility of complete stent deployment. Based on the evaluation of the sample returned the impossibility to deploy the stent and a breakage of a force transmitting component is confirmed. A definitive root cause for the reported complaint could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the IFU supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to bond joint failures, failure to deploy or high deployment forces. Regarding correct deployment the IFU states "maintain a stationary hold on the white stability sheath during covered stent deployment. Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath relaxed and avoid tension." Regarding preparation the IFU states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." (Expiration date: 05/2023).